Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that upon implant, lead noise was observed. The lead was not implanted when reposition was unsuccessful. There were no adverse consequences to the patient.